Manufacturer narrative:
The customer contacted siemens to report that a discordant, falsely elevated troponin (tni_ultra) test result was obtained from an atellica im 1300 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse verified the reagent probe alignments, verified the wash/aspirate cycle is typical, and primed the base solution. The cse adjusted the secondary vacuum from 2.2 to 2.4, and resolved a loss of prime for the wash station 1. The cse ran quality control (qc) materials with acceptable results. The cause of the falsely elevated tni_ultra is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed. MDR 2432235-2020-00312 was filed for the same event.

Event description:
One discordant, falsely elevated troponin (tni-ultra) test result was obtained from an atellica im 1300 instrument. The initial falsely elevated tni-ultra test result was reported to the physician(s). The same sample was repeated on the same instrument and on an alternate atellica im 1300 instrument, giving lower and matching results. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni-ultra test result.